Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported multiple blank displays from the customer's insulin pump, and that battery life was about 2 hours. The mother stated there had been no damage to the device, including corrosion or moisture damage. It was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 300s mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.